Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding. Buttons were not pressed for more than 3 minutes but the device was exposed to moisture. The customer called back later and stated that the insulin pump was working. Customer will monitor the insulin pump and call back if high blood glucose or button error alarm occurs. Blood glucose value was 9.4 mmol/l.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.